Event description:
It was reported by the patient's wife that the patient received 16 shocks. The lead was explanted. The patient's wife also alluded to pain and suffering. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed. Other: it was reported by the patient's wife that the patient received 16 shocks. The lead was explanted. The patient's wife also alluded to pain and suffering. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor; device was out of specification in a manner that relates to event, shock, inappropriate.